Manufacturer narrative:
Operator performed an emergency stop and shutdown of the pc. Field service engineer (fse) was dispatched and diagnosed the pc as having a bad power supply. Fse replaced the computer but the hard drive would not initialize. The fse then swapped the original hard drive into new pc. The fse verified pc boot up and analyzer operation. No issues have occurred since validating the system with ise, reagent, and photocal calibration.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a strong plastic and electrical burning smell was coming from the computer in the (B)(4) clinical chemistry analyzer during install. No injury was reported. Patient results were not affected in this event.